Event description:
During a remote follow-up, an increase in the capture threshold and pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lack of lead slack was observed on the rv lead as a result of twiddler's syndrome. The physician did not allege a malfunction on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.